Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had suction at p9 which was then reduced to p7. Volume and blood products were given. The patient was taken to catheterization lab for impella removal. A clot on impella catheter was identified after being removed from 14f sheath and also in the 14f sheath. Femoral angio was performed and vessel was full of thrombus with no flow. Penumbra catheters were used to remove clot with good result. The plan is to wean the impella today due to concerns of lung issues and having to lay flat and possible leg ischemia if left in place.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.